Manufacturer narrative:
The events of seroma and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: seroma and lymphoma.

Event description:
Healthcare professional reported unspecified unilateral "seroma" and "biopsy due to suspected for the lymphoma." Device remains implanted. Pathological markers were not provided. The device remains implanted on unspecified side. Device manufacturer is unknown.